Event description:
It was reported that the 6600 system had no image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system was repaired during the svc call. The system was tested and found to be working as intended, and put back into service.